Manufacturer narrative:
Additional information was received that the patient had fractured lead during the explant procedure. The patient underwent a revision procedure wherein the ipg and leads were replaced per physician preference. The patient was doing well post operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shock at the pocket site. It was also reported that the patient¿s leads were fractured and high impedances were noted. The patient will undergo a revision procedure wherein the ipg and the leads will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing shock at the pocket site. It was also reported that the patient's leads were fractured and high impedances were noted. The patient will undergo a revision procedure wherein the ipg and the leads will be replaced.